Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) problem cable problem, safety disk and maintenance kit will also need change. There was no patient involvement.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer was dispatched to evaluated the unit. A 2500h maintenance kit was applied to the device as part of preventive maintenance. The device safety disk, which had reached the end of its life, was replaced. The device was operated at different ECG values with a trainer and test catheter. The functional tests of the device were completed successfully. It was determined that the power cable on the device was damaged. The device power cable needs to be replaced. The device is not suitable for clinical use with a damaged power cable on it. The customer informed that they solved the problem himself. No information was shared about how the problem was solved.